Manufacturer narrative:
H3 device evaluation: examination was not possible, as the actual complaint product was not returned. Review of the device history records did not reveal any related manufacturing deviations or anomalies nor were there any out of specification conditions found on inventory returned from the same lot. The investigation could not verify or identify any evidence of product error contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated.

Event description:
It was reported that a procedure was performed in jordan, utilizing the md max ulif system. During insertion the md-max triple lead polyaxial screw assembly 6.5 x 45mm (43-tl-6545) was stuck with no way to move it in or out. The screw was ultimately removed by force, once the incision was opened further. The surgeon chose not to attempt to implant another screw in this vertebrae. There was a delay to the procedure, but unknown how long.

Manufacturer narrative:
Device evaluation - information provided indicates that the product is available for evaluation but has yet been returned. Review of device history records was not possible without lot identity. Two-year complaint history review found this to be the only report of this nature for the reported part number. No conclusions can be drawn at this time. Should the product be received, a follow-up medwatch report will be filed upon completion of investigation.

Event description:
It was reported that a procedure was performed in jordan, utilizing the md max ulif system. During insertion the md-max triple lead polyaxial screw assembly 6.5 x 45mm (43-tl-6545) was stuck with no way to move it in or out. The screw was ultimately removed by force, once the incision was opened further. The surgeon chose not to attempt to implant another screw in this vertebrae. There was a delay to the procedure, but unknown how long.